Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on 29-nov-2013 which qualifies this case as an incident. Study description: study (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). On (B)(6) 2008, essure was easily inserted (8 minutes procedure). Nsaid was used as premedication. Uterine condition was normal. Both ostium were visualized. Patient presented pain during and after procedure. Vaginal ring was used as back up contraception. Patient´s last menstrual period occurred on (B)(6) 2008. On (B)(6) 2009, radiography was performed and showed inserts symmetric, distance between proximal portions < 4 cm and 4 markers well placed. Good insert position was reported. It was stated that she was depressed for three weeks as she was not psychologically prepared to not have children anymore. She felt old. The patient was contacted on (B)(6) 2011, she felt so well that she did not asked for gynaecological consultation for two years. She was contacted again on (B)(6) 2013 and an infection and salpingectomy was reported. No further information was provided. Additional information received on 09-apr-2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 29-jun-2015 for the following (B)(4) preferred term: salpingitis. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a female patient of unspecified age, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and experienced infection. This event, seen as salpingitis, is serious due medical importance and listed in the reference safety information for essure. Salpingitis occur when microorganisms ascend from the lower genital tract, infecting the fallopian tubes. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections within 4 weeks after insertion procedure. In this case, limited information was provided. Apparently, the infection occurred five years after insertion. Nevertheless, considering essure's local action in fallopian tubes, causality with suspect insert cannot be totally excluded. Since salpingectomy was reported, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow up information received on 01-feb-2016: (B)(4). It was reported the patient had a salpingitis before essure placement, while she was on iud in 2007. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-feb-2016 for the following meddra preferred term: salpingitis. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a female patient of unspecified age, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and experienced infection. This event, seen as salpingitis, is serious due medical importance and listed in the reference safety information for essure. Salpingitis occur when microorganisms ascend from the lower genital tract, infecting the fallopian tubes. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections within 4 weeks after insertion procedure. In this case, limited information was provided. Apparently, the infection occurred five years after insertion. Nevertheless, considering essure's local action in fallopian tubes, causality with suspect insert cannot be totally excluded. Since salpingectomy was reported, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow up information received on (B)(6) 2016: the gynecologist stated did not see again the patient since (B)(6) 2008 date the patient went for essure placement. The patient was contacted and reported she had a salpingitis on iud in 2007 (septicaemia). In 2008, essure was inserted. In 2012, left salpingectomy was performed for salpingitis. According to the patient there was no relationship between essure and infection episodes. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: salpingitis. The analysis in the global safety database revealed 43 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and experienced salpingitis (previously reported as infection). She was submitted to a salpingectomy. This event is serious due to its medical importance and listed in the reference safety information for essure. Salpingitis occur when microorganisms ascend from the lower genital tract, infecting the fallopian tubes. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, the patient had a salpingitis approximately 4 years after essure insertion. Although the temporal relationship between the reported salpingitis and essure insertion was weak, considering essure has local action in the fallopian tubes (acting as a foreign body), causality with suspect insert cannot be totally excluded. Since a surgical intervention was required, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
(B)(4).